Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a revaclear 400 dialyzer had a blood leak on the dialyzer. There were seven blood leaks reported to have occurred during patient treatment. As a result, the patient was transferred to the intensive care unit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Seven of the eight returned devices were manufactured at baxter healthcare - (B)(4)(address provided in the initial MDR). The eighth returned device was manufactured at: baxter healthcare - (B)(4). The product code for the eighth device is 114745. The lot number is 7-9270-h-01. Upon follow up, the customer clarified that eight blood leaks occurred the same day with the same patient. The patient's access clotted and the patient was sent to interventional radiology for a declot. The patient returned to the dialysis clinic for hemodialysis treatment and within 15 minutes the machine alarmed with a blood leak. The blood leak was confirmed with a test strip. The blood in the extracorporeal circuit was not returned to the patient. This happened 8 times and the blood circuit was discarded each time. After the eighth blood leak, the patient's o2 saturation dropped and the patient was transferred to the ICU. The patient subsequently died on an unspecified date. The cause of death was not reported. It is unknown if an autopsy was performed. Eight actual samples were received. The seven samples manufactured in opelika were analyzed and blood leaks were observed in each sample. The lab reports indicated that the leak appeared to be originating from inside the fiber bundle. The reported condition was verified for the seven samples from opelika. The cause of the condition was not determined. A nonconformance has been opened to address this issue. The eighth sample manufactured in hechingen was analyzed. The testing performed was not able to confirm an internal blood leak. The reported condition was not verified for the eighth sample. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.